Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix had disengaged from the helical channel. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported that prior to the implant attempt, the lead appeared bent. After the stylet had been taken out, the lead appeared even more bent. During the implant procedure, the helix would not extend. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.